Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in for service for a related problem. Functional tests could not confirm the reported issue however, the event history log review revealed high alarms for ¿downstream occlusion¿ and ¿cassette not attached properly.¿ the root cause of the problem was a defective downstream occlusion (dso) sensor. The dso sensor was replaced to correct the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a downstream occlusion (dso) sensor error and a cassette error. Per reporter, the event occurred during testing. There was no patient involvement.